Manufacturer narrative:
The reported event that could not be duplicated and no failures could be confirmed, as neither the product nor the log files were available for evaluation. The device was not available for evaluation.

Event description:
It was reported that the resection of the distal femur was larger than planned while using the stryker nav3 (tm) platform for a total knee arthroplasty procedure. An air point was taken while digitizing the femoral condyles during registration, but was not noticed until after making the cut. Because of this, the system showed the preplanned amount of resection instead of the amount of bone that was actually cut. The patient was affected by implanting a larger insert between femur and tibia. The procedure was completed successfully without a clinically significant delay. No long term damage or harm is expected to be caused by this event.

Event description:
It was reported that the resection of the distal femur was larger than planned while using the stryker nav3(tm) platform for a total knee arthroplasty procedure. An air point was taken while digitizing the femoral condyles during registration, but was not noticed until after making the cut. Because of this, the system showed the preplanned amount of resection instead of the amount of bone that was actually cut. The patient was affected by implanting a larger insert between femur and tibia. The procedure was completed successfully without a clinically significant delay. No long term damage or harm is expected to be caused by this event.

Manufacturer narrative:
Orthomap precision knee 5.0 software was added as a concomitant device.

Event description:
It was reported that the resection of the distal femur was larger than planned while using the stryker nav3(tm) platform for a total knee arthroplasty procedure. An air point was taken while digitizing the femoral condyles during registration, but was not noticed until after making the cut. Because of this, the system showed the preplanned amount of resection instead of the amount of bone that was actually cut. The patient was affected by implanting a larger insert between femur and tibia. The procedure was completed successfully without a clinically significant delay. No long term damage or harm is expected to be caused by this event.